Manufacturer narrative:
On 10-jan-2023, the customer¿s complaint that the device will not power on and that there is a strange smoky odor coming from the device was confirmed. The device failed to power on in ac or dc power; device fails self-test as a result. Device does smell of smoke odor. Service replaced the main power supply, central cpu pwa, and main battery then pressed the change battery softkey. Device powered on correctly in both ac and dc power. Device does not smoke and does not lose power while powered on. The device passed test protocol and was functioning correctly. Device passed self-test. Probable cause for the smoke odor and the device not powering on is burnt components on both the main power supply and central cpu pwa plus a depleted / defective worn battery with diminished capacity. Service ran connectivity test, because the ce/peripheral pwa is located close to the burnt components on the main power supply. Device failed to connect to the network and failed connectivity test. Replaced the ce/peripheral pwa. Configured device to connect to mednet. Device connects using wired and wireless connections. Device passed connectivity test. Probable cause of lack of connectivity is burnt components on the peripheral pwa. D9: date returned to mfg: 04-jan-2023.

Event description:
The incident involved a plum 360 infusion pump on an unspecified date. It was reported that the pump would not turn on. When the biomedical engineer tested the pump by plugging it into a wall socket, a smoky smell was noted coming from the unit. It was not indicated if there were bare wires or cut cords noted. The event happened during testing and not in the clinical setting. There was no patient involvement, no human harm, and no delay in therapy.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received.